Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of oversensing were observed. Patient also had an assist device. Review of egms revealed oversensing of non-physiological signals. Inappropriate atp and inappropriate hv therapy due to noise was also noted. Lead damage was suspected. Lead was capped and replaced. Patient's condition was stable.